Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system. Prior to his arrival, the user facility's third-party service provider had already replaced the cover subject of the event. Through discussion with user facility personnel, the technician learned that the screw which attaches the cover to the lighting system was still engaged on the lighting system after the cover had detached. As the screw was still in place, the cover was likely damaged at the location of the screw insert resulting in the reported event. This damage is indicative of overtightening of the screw. The lighting system was installed in 2013 making it approximately 8 years old and is not under steris service agreement. The user facility is responsible for all maintenance activities. The technician tested the lighting system, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the plastic covers on their harmony led 585 surgical lighting system detached and fell onto a tray of instruments. A procedure delay occurred as the impacted instruments were removed and replaced. The procedure was completed successfully. No report of injury.